Manufacturer narrative:
The manufacturer¿s international service technician replaced the speaker to prevent failure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Initial reporter phone number removed from grid (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the hospital's biomed was performing check in at the biomed lab/ on the v60 vent, when unit alarmed check vent 'primary alarm failed.there was no patient involvement.